Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely with episodes of ventricular noise reversion due to oversensing noise observed on the right ventricular lead. Review of the transmission revealed that there was also a drop in pacing lead impedance. A lead revision was recommended. No patient symptoms were reported.